Event description:
During a procedure employing the use of the da vinci robotic surgical system to treat atrial fibrillation via rf ablation of ectopic foci, intraoperative bleeding was experienced, that required initiation of cardiopulmonary bypass. The bleeding of the atrial wall was caused by the atricure ablation electrode (isolator transpolar pen), which had been unhooked from the robotic arm and was being manipulated manually. Cardiopulmonary bypass was initiated to rectify and complete the procedure. Secondary complications included a stroke and aortic dissection. The patient has been discharged.